Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor transmitted a single episode which contained a false pause. It was due to ventricular undersensing which most likely resulted from poor contact. The asymptomatic patient would continue to be monitored.